Event description:
The husband of the consumer alleges that the consumer was not standing at the time of the event as initially reported by the dealer. The husband of the consumer alleges that the consumer was sitting with one foot on the floor and one foot on the foot plate, as she was bending over to reach for something in her nightstand drawer, all four axle welds broke simultaneously, causing the chair to flip forward and the consumer fell on her right knee and hit her head.

Manufacturer narrative:
RMA (B)(4) was initiated for this event. Model tdxsp-cg (B)(4) is approximately 8 months of age. The user manual part number 1143190 rev k (mar-11) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warning, cautions, and instructions for safely using the device. The consumer has ms, and ra, is in re-cooperation from sustaining multiple fractions prior to the event (fracture hip, fractured left ankle, fractured right ankle, fractured left tibia, fractured heel). The consumer is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device in unknown. The husband of the consumer alleges that while the consumer was sitting in the chair with one foot on the floor and one foot on the foot plate, while bending over to reach for something in her nightstand drawer, that all 4 axle welds broke simultaneously causing the chair to flip and the consumer to fall on her right knee and hit her head. The consumer was taken to her physician for x-rays, there were no additional damage done but considerable bruising from her hip to her knee.